Manufacturer narrative:
A1-a5 patient information was not provided. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. G.5. The product item 03735 is not distributed in the USA, but it is similar to the inspire 7 fm 050729 which is distributed in the USA (510(k) number: k130209). H11 sorin group italia manufactures the inspire 7f m oxygenator, the event occurred in canada. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia received a report that the oxygenator inspire 7f was changed out due to high pressure excursion inside the membrane. No patient injury has been reported.

Manufacturer narrative:
H11: through follow-up communications, it was learned that the oxygenator change out took less than 3 minutes. Based on the above, the event was re-assessed as not reportable, since perfusion interruptions lasting less than 3 minutes due to oxygenator failure, without any patient impact and no medical interventions, could not cause or contribute to death or serious injury, even if recur.

Event description:
See initial report.